Manufacturer narrative:
Concomitant medical products: 694765 lead; 5076-52 lead, implanted (B)(6) 2011, 5866-38m adaptor; 5071-53 lead, implanted (B)(6) 2011.

Event description:
It was reported that the epicardial left ventricular (lv) leads exhibited elevated thresholds. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.